Event description:
The medical surveillance specialist (mss) has reviewed the customer service rep (csr) documentation. On (B) (6), 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of her son alleging that a one touch ultralink had a black marks display issue. An hr after the alleged issue began, the reporter claimed that the pt was able to test on another meter and got "327 mg/dl". The pt administered self-treatment by taking additional insulin (unspecified type/dosage). The reporter denied that the pt developed any symptoms because of the alleged issue. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the unresolved display issue. There is no evidence, however, that the pt suffered a serious injury because of the alleged issue. Although, the pt reportedly administered self-treatment by taking additional insulin, the reporter denied that the pt developed any symptoms as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.